Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was planned to be implanted in a patient for the endovascular treatment of a ruptured common iliac aneurysm of unknown size. A non-mdt bifurcated stent graft was successfully implanted in the patient at the aortic bifurcation. It was reported the endurant ii stent graft limb was delivered to the contralateral leg of the bifurcated stent graft, however, when the blue handle was turned several times exposing 3-4cm of the screw, the stent graft limb would not deploy and respond in the manner expected. The device was removed rather than risk a misdeployment and a non-mdt stent graft limb was used instead to complete the procedure. Per the physician the cause of the event is currently unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device was returned with the external slider fully forward against the front grip. The graft cover was excessively curved. A gap measuring 2.5mm was observed between the taper tip and the graft cover tip. The taper tip was curved. The graft remained within the graft cover. The stent stop was bunched and deformed due to the graft moving proximally. Rotation of the external slider in a proximal direction exacerbated the curving of the graft cover. It was not possible to deploy the graft by rotating the external slider. The graft cover was cut, and the graft manually removed. The distal section of the stent stop was deformed. A kink was evident on the inner spiral shaft. Analysis of the returned device did not determine the root cause of the reported difficulties experienced by the physician. If information is provided in the future, a supplemental report will be issued.